Event description:
It was reported that a patient presented with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. The patient presented for corrective programming changes but no further intervention was confirmed. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6a: implant date should be: (B)(6) 2025

Event description:
New information received notes that programming changes were made. No adverse patient consequences were reported.